Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty could not be confirmed as the protective sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. Based on the reported information and analysis of the returned device, a cause for the reported difficulty was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
It was reported that before use, there was difficulty in removing the protective sheath from a 4.0 x 120 mm armada 35 balloon catheter. However, it was replaced with an unspecified device to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that before use, there was difficulty in removing the protective sheath from a 4.0 x 120 mm armada 35 balloon catheter. However, it was replaced with an unspecified device to successfully complete the procedure. There was no patient involvement. No additional information was provided.